Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located in medsurg room 4327 at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was not fully connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2013 to 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The tech connected the communication cable to resolve the issue. Based on this information, no further action is required.